Manufacturer narrative:
Telephone call on 12/21/2016 with (B)(6) medical examiner, who provided the following cause of death: cause of death was classified as natural causes due to diabetes mellitus, hypertension and hyperlipidemia. No further information, beyond the cause of death, was able to be provided by the medical examiner's office.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Multiple follow up attempts were made to obtain additional information, such as cause of death. However, no additional information was provided. An obituary was located via an online search and the date of death was listed as (B)(6) 2013. The cause of death was not listed.